Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿enteral feeding pump failed to alarm when the upstream was clamped at 400ml.¿ the unit was triaged and the customer¿s reported condition was confirmed. The cause of the complaint is gearbox and sensor failure. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump failed to alarm when the upstream was clamped at 400ml.